Manufacturer narrative:
Investigation summary: bd received 5 photographs from the customer in support of this complaint. The photos were evaluated and the reported issue of underfill was observed. Additionally, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was able to confirm customers¿ indicated failure mode based on the photos provided; however, the issue was not duplicated with the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the nurse complains the tubes cannot be filled to the minimum height and concludes that there is too little vacuum in the tube."

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the nurse complains the tubes cannot be filled to the minimum height and concludes that there is too little vacuum in the tube."

Manufacturer narrative:
H.6. Investigation summary: bd received 5 photographs from the customer in support of this complaint. The photos were evaluated and the reported issue of underfill was observed. Additionally, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was able to confirm customers¿ indicated failure mode based on the photos provided; however, the issue was not duplicated with the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.